Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan in 2007 (at 2:30 pm pacific time) and alleged that her one touch ultra meter was reading inaccurately high. The pt reported obtaining a result of 349 mg/dl on the subject meter at 3:15 pm (central time zone) on the day of calling. She increased her dose of insulin (took 30 units of humalin insulin) and felt dizziness after taking this action. The pt denied receiving treatment following the symptoms. It is not clear the dizziness can be attributed to hypoglycemia as the symptom can be associated with a variety of conditions including hyperglycemia. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The pt's testing technique was reviewed to be correct and she was cleaning the puncture area properly. This complaint is reported because the pt received the alleged high result and increased her insulin dosage based on that reading. She claims that within 1 hours and 15 minutes she felt dizzy. Replacement products were sent to the lay user/patient.